Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a ulcer like projection (ulp) of a type b dissection using two gore® tag® conformable thoracic stent grafts with active control system. After all devices were implanted, a minor proximal type I endoleak was observed. The physician decided to monitor the proximal type I endoleak. On an unknown date, a follow-up exam revealed the proximal type I endoleak remained, as well as a new distal type I endoleak. On (B)(6) 2022, a reintervention was performed. A non-gore stent graft (najuta) was implanted proximally and a gore® tag® conformable thoracic stent graft with active control system was implanted distally. Final angiography observed no endoleaks. The procedure was completed. The exact cause of the endoleaks is unknown, but it is possible that the endoleaks occurred due to the dilation of both proximal and distal landing zones. Reportedly, initial gore® tag® conformable thoracic stent grafts with active control system were selected a bit undersized to avoid oversizing.